Event description:
It was reported that variax plates were revised due to non-union. The plates broke.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.